Event description:
It was reported that while a tech was rotating the collimator from the back of the system, they caught their index finger in one of the notches of the detent ring, their finger was broken and pt received a cut which required stitches.